Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode trial lead kit, model: 3086, UDI:(B)(4), serial: (B)(6) , batch: n/a.

Event description:
It was reported that the patient had trial leads implanted. Post-op patient experienced excruciating pain. As a result, the patient had the trial system explanted.